Event description:
It was reported that the patient "had pump deactivated and imaging determined that other hardware is damaged and needs to have surgery to correct". The neurosurgeon would like the pump removed prior to other unspecified surgery. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)